Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device was alarming when power button pressed was not identified during the customer call. Tech support recommended to unplug the keypad to see if it stops powering on as a solution to resolve the issue.

Event description:
It was reported that the device was alarming when power button pressed. Device allegedly will power itself on and alarm. Customer also reports the device had wifi connection error and main speaker error. There was no patient involvement. Resolution by tech support was to unplug the keypad to see if device stops powering itself on.